Event description:
It was reported that pump battery did not appear to charge even though customer used tandem charging cable, wall adapter, and working wall outlet, and a power source alert was noted in pump history. There was no adverse impact to the customer's blood glucose level. Customer followed technical support instruction to keep wall adapter plugged into a confirmed working outlet for at least 30 minutes, pump then began charging without changing charging supplies, pump did not shut down or become unable to turn back on, and no further assistance was required.